Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total right knee arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2004 due to loosening of the tibial stem. Patient is currently experiencing pain; however, there has been no other revision procedure reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown ; expiration date/lot number - unknown ; date explanted - unknown ; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown.

Event description:
It was reported that patient underwent total right knee arthroplasty on (B)(6) 2003. Subsequently, patient underwent a revision procedure in (B)(6) 2004 due to loosening of the tibial stem. Patient is currently experiencing pain; however, there has been no other revision procedure reported to date.